Event description:
It was reported that the device had incorrect volume delivered in a continuous mode which required calibration. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3; one device was received for evaluation. The device had not been repaired before for a related issue. An accuracy test was run, and the reported problem was duplicated. The device produced a result of 4.182%. The pump was calibrated to solve the problem, and it produced an accuracy test of 0.139% thereafter.